Manufacturer narrative:
Medical device: 402452 lead implanted: (B)(6) 1998.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.